Event description:
It was reported that the event occurred while in the cath lab when the md attempted to insert the prepped per instruction intra-aortic balloon (iab) through the teflon sheath via left femoral artery. Resistance was met and as the md pulled back the iab, the iab unwrapped. As a result, the iab and sheath were removed together successfully. The spring wire guide was left in place for the second iab insertion. There was no report of patient death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The patient outcome is good.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.